Event description:
It was reported there was a revision since impedances ¿were off¿ and patient did not have stimulation. It was noted physician checked implantable neurostimulator (ins), leads and extensions. It was stated the extensions were replaced and this seemed to have resolved the problem. It was further reported patient got stimulation and therapy after revision. It was further noted date of report was the date of revision and it was unknown when patient first started having trouble. It was further reported the patient had loss of stimulation over a few months and was device related to ¿extensions not working.¿ it was stated the patient recovered without sequelae. It was further reported the impedances were all greater than 3600 when tested in the pre-op area. It was stated after extensions were removed the leads were tested and all impedances were within normal range. It was noted the date of revision was (B)(6) 2013. It was further noted x-rays were taken in the operating room before the procedure began and all leads ¿looked like they were in the same place as they were at implant.¿ it was further stated no issues were found in the battery; both extensions seemed to be causing the impedance issue and loss of stimulation. It was reported both extensions were replaced and the old ones would be returned for testing. It was noted patient was getting great therapy and happy with stimulation and there were no problems post op.

Manufacturer narrative:
Concomitant medical products: product ID 37082, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37082, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3887-33, lot# j0326891v, implanted: (B)(6) 2003, product type: lead; product ID 3887-28, lot# l52571, implanted: (B)(6) 2000, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the extension (serial #(B)(4)) revealed no significant anomaly and the outer insulation of the extension body was melted and a suspected cautery artifact. Final analysis of the extension (serial # (B)(4)) revealed no anomaly, there was a slight cosmetic depression on strain relief of the bifurcated transition, but it was electrically ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.